Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn0627 showed two other similar product complaint(s) from this lot number.

Event description:
It was report that this is an elderly patient with copd. It was difficult to deliver the guide wire with mst for the first time. The guide wire was withdrawn and the head end was bent. The guide wire was also difficult to deliver for the second time and cannot be withdrawn. Therefore, it was pulled out with the puncture needle together and it was found that the tip end of the guide wire was loose and split. After that, the guide wire was trimmed, and it was completely split.